Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device exhibiting post-paced t-wave oversensing, which was noted on stored egm. The device was reprogrammed. No further issues were reported.